Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no evidence of power issues observed in the pump history. Testing revealed that there was no damage to the battery compartment and battery cap. The pump powered on with audible tones and a blank display screen. The pump was observed to emit an audible and vibratory alert every three minutes. The pump software was reloaded, and the pump then powered on appropriately with functional display. The pump was exercised for 24 hours with no further alarms occurring.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that on (B)(6) 2011, the pump was rebooting without user intervention, and on (B)(6) 2011, the pump did not have power. The patient denied exposing the pump to water. The patient changed the battery with no restoration of power to the pump. The patient denied structural damage to the battery cap and compartment.